Event description:
On mar 2, 2009, international affiliate product surveillance was notified of a complaint from a customer reporting that their as50 pump, product code 1m8550, experienced an error code m035005 during use on a patient, which may have caused the infusion to stop. The pump was removed and exchanged with another pump when the error was discovered. There was no reported patient injury or medical intervention.

Manufacturer narrative:
The device has not yet been returned to baxter for eval. A follow-up report will be submitted should the device be received and an eval completed.